Manufacturer narrative:
(B)(4).

Event description:
During a meniscal repair, the surgeon placed the first implant from the ultra fast-fix device into the meniscus. While pulling back, he noticed that the anchor was not connected with the suture. The anchor stayed in the capsule unsupported. A backup device was on hand to complete the procedure.

Manufacturer narrative:
Device evaluation: one ultra fast-fix assembly ¿ curved device was returned for evaluation of the reported complaint mode, ¿suture cut¿. Visual examination of the device confirmed the complaint as the t1 implant was missing. The suture appears to have been cut by an ancillary device. Suture damage of this magnitude would be easily identified during manufacturing since each suture/implant assembly is hand tied and assembled into the needle. Each one is further observed during loading into the paper carrier. There is no evident root cause related to the manufacture of the device. A review of the device history records was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).